Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a breast implant procedure on (B)(6) 2018 and suture was used. The suture ruptured during use in surgery. There were no adverse patient consequences reported. "Did the patient have permanent damage?" No. "Did the patient need hospitalization or had hospitalization prolonged due to a product problem?" No. "Did the patient need to be reoperated to avoid or correct any damage?" No. "Did the patient have any serious damage?" No. "Did any part fall into the patient?" No.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The actual device was received for evaluation. During the visual inspection of the sample under magnification, the suture was inspected along of the strand and a broken suture end (cut) could be observed, which indicates the improper handled samples, probably caused by a surgical instrument. According to the samples condition, the assignable cause of suture breakage is due to improper handling of the sample. When handling this or any other suture material, care should be taken to avoid damage from handling.